Manufacturer narrative:
Medtronic investigation of returned suspect mvs server computer finds that the reported issue was confirmed. Time/date (cmos check) was good, os and application load were successful. Power supply enclosure is loose. Computer has green notification led, but the fan continues loud after application opens. Noted that the mvs computer does not power on at ac application. Went to bios and noted resume on ac power loss was set to "stay off." Error code 84ff (bmc system event log full) was present and enabled the computer to clear at power cycle. Saved and exited and the computer reset was successful. Fan remained loud. Computer passed virus scan. Installed computer in test imaging system and the system readied as expected. 2d and 3d imaging were successful. Computer is functional, with a loud fan. The reported issue was confirmed to have been caused by a bios setting change. A second mvs computer was returned to the manufacturer for analysis and was found to be fully functional with no problem found. This second computer was returned due to difficulty in accessing the hospital network. The second computer was unrelated to the reported event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement med grade 30 in monitor shipped to site 06/29/2016. Medtronic investigation of returned suspect monitor finds they were unable to confirm reported complaint sf- "monitor is not powering on." Install monitor on test system. The monitor powered on and functioned as expected when installed on the test system. Passed visual inspection. No power cords or cable were returned with unit. Device found to be fully functional. No fault found. Return requested. Replacement computer shipped to site 07/01/2016. Suspect computer returned to manufacturer on 07/08/2016 and is currently under analysis. On 07/02/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. The mobile view station (mvs) monitor stays black after the imaging system is turned on. Determined that mvs monitor is good, and mvs computer has failed. Replaced mvs computer. Configured computer. Able to acquire images but can not access hospital network. The medtronic representative replaced the mvs computer. Return requested. Replacement mvs computer shipped to site 07/05/2016. Suspect mvs computer returned to manufacturer on 07/13/2016 for analysis and is under analysis. 07/05/2016 computer replacement resolved the reported issue. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site operating room (or) charge nurse reported that their imaging system mobile view station (mvs) monitor was not powering-up. In trouble-shooting, all wire connections were checked and the imaging system was re-booted, however, issue was not resolved. No further details regarding the behavior, or how it occurred, were provided. There was no patient present when this issue was identified.